Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller states customer had low blood glucose symptoms with result of 90 mg/dl obtained on the aviva system. Customer attempted to treat low blood glucose symptoms with orange juice but began to feel worse. Emergency medical technicians (emts) were called, and customer tested 30 mg/dl on professional device 20 minutes after testing 90 mg/dl. Customer was treated with an IV containing "sugar;" customer tested 190 mg/dl 15 minutes later on professional device. Low blood glucose symptoms improved. Requested return of suspect device however customer no longer has the test strips; replacement was sent.